Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right colon surgery, the stapler did not fire. Green button was able to be pressed but handle could not be squeezed. Another device was used to complete the case. There was no patient injury.